Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using an ilet pump, with a verified blood glucose value of 40 mg/dl and subsequent stabilization after disconnecting from the pump; the event occurred during sleep and the parent later reported intermittent cgm connectivity, with consideration of a factory reset and syncing to the mobile app. Symptoms included low blood glucose with impaired glycemic control. Outcomes included self-treatment with oral carbohydrates and no professional medical intervention or hospitalization. Investigation included review of synced device data and consultation with clinical support. Investigation of this case revealed intermittent cgm connection that could contribute to inappropriate insulin dosing decisions. It was concluded that the cause of the hypoglycemia was unclear, with a potential contributing factor of intermittent cgm connectivity. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.